Event description:
It was reported that the device was used during a right nephrectomy procedure. The 1st firing was on the renal vein, the device was loaded fired and upon opening the unformed staples fell into the patient. The staples were not in alignment and were staggered. This left a hole in the vena cava and bleeding occurred. The bleeding was sutured and the case was completed. There was no transfusion required. The patient was released home.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2012 cartridge the analysis showed that the device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 04/02/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Renal vein. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? None reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? None reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Robotic procedure. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 8+ . Was there a recent conversion to ees devices in this account or with this surgeon? No.